Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient harm reported.

Event description:
It was reported that while returning the cardiosave intra-aortic balloon pump (iabp) unit back to the hospital, the unit was dropped by the customer, damaging the case and causing a leak of helium. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site name- (B)(6), event site address- (B)(6), event site city-( B)(6), state- (B)(6), event site postal code- (B)(6), event site telephone- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement. A getinge field service engineer evaluated the unit and found that while returning pump back to hospital, pump was dropped damaging case and causing helium leak. Replaced damaged handle and check valve on helium assembly(d103-00-0634). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. Complete checkout and checklist has been performed.